Event description:
It was reported that a home patient (hp) had a high drain 108 alarm which occurred on a homechoice (hc) device after use. The hp was at the end of therapy and had no symptoms. The fill volume equaled 1500ml. The hp used 2 green, but when they used the yellow bags, they received 800ml-1300ml of ultra filtration (uf). The technical service representative (tsr) reviewed the program and advised the hp to follow up with their registered nurse (rn) to review the total uf. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the reported issue could not be confirmed and the cause could not be determined. A device history review was performed with no exceptions found that would cause or contribute to the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request. If additional relevant information becomes available, a follow up medwatch will be submitted.